Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit indicated inspiratory flow sensor eeprom failure. There was no report of patient involvement.